Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG equipment failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that there was an ECG equipment malfunction due to malfunction of therapy board. The therapy board was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.